Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, partial dislodgement and surgery occurred. The physician used a 2.0x20mm non bsc balloon to pre-dilate the first obtuse marginal (om) artery, but was unable to cross the lesion. A maverick 1.5x9mm balloon was then inserted and inflated for 41 seconds at 12 atms. The non bsc balloon was again inserted and inflated for 20 seconds at 9 atms. At this point, the physician attempted to place a taxus express2 2.75x12mm drug eluting stent, but was unable to cross through a previously placed stent, unknown type and size, in the circumflex (cx) artery. The physician pulled back and the stent partially dislodged from the balloon. The stent was then deployed in the proximal cx. "After this was done, something shut down the cx and the om, the patient was sent to surgery for bypass." At the time of this report, patient status post procedure is unknown. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.